Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim, medical records and sticker sheets received. After review of claim and medical records, it was stated that the patient was revised to address metallosis, pain and elevated cobalt levels. It was also stated that the stem was sitting very low and appeared to be subsided early on then ingrew. Revision notes reported that femoral component was noted to be well fixed and the femur was starting to form a crack. All components were removed. Doi: (B)(6) 2005, dor: (B)(6) 2018, (right hip).